Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on explant date the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon traditional y-mesh was implanted during an operative laparotomy, adhesiolysis, sacral colpopexy, rectocele and perineocele repair and cystoscopy procedure performed on (B)(6) 2016 for the treatment of pelvic pain, perineocele, rectocele and vaginal vault prolapse. During the procedure, adhesive disease was noted between the descending colon, anterior abdominal wall and vaginal cuff. On (B)(6) 2016, the patient underwent cystoscopy bilateral retrograde pyelogram with hydrodistention and foreign body removal from the bladder. Reportedly, patient had severe urinary symptoms and pelvin pain. During the procedure, the posterior bladder demonstrated some abnormalities and there was suture and a blue mesh material noted. The suture and mesh were removed, and all foreign bodies irrigated out of the bladder. On (B)(6) 2018, a bsc dorsal column stimulator was implanted to provide coverage of her pain areas in the right leg, low back and pelvic floor.